Event description:
The source failed to return normally at the end of a patient treatment. The source had to be returned manually to the shielded position using the source return tool supplied with the equipment. According to the hospital, a patient being treated at the time received an estimated 0.20 gy to the tumour that can be compensated for in subsequent treatments.